Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller got a reading of 340 and took her night medication based on that reading. About an hour later, she retested and got a reading of 220. She said that her glucose does not usually drop that quickly with her night medication, so she retested again about 15 minutes later and got a reading of about 180. She drank some orange juice to bring it back up and called an ambulance. The ambulance arrived about 10 - 15 minutes later and tested on their meter and got 455. The paramedics told her that they compared their meter to her prime meter and the readings were about 200 points off. She believes the prime was higher than their meter but she doesn't know what the readings were and at what point during the incident, they compared the meters. They took her to the hospital. The hospital confirmed that her blood glucose was high and gave her insulin to lower it. They observed her for a while and she was able to go home. She indicated this happened a second time, but she said that time the readings compared to the paramedic's meter were close; 266 on paramedic's meter and 288 on prime. Then later she compared again when she got to the hospital and it was 200 on the hospital meter and 355 on prime. The reading that prompted her to call the ambulance the second time was accurate but the meter gave inaccurate readings later. Technique and storage is good. Controls not used.